Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that a cartridge alarm occurred during basal delivery. Customer's blood glucose level was 152 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.